Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted a portion of 4fr s/l groshong catheter. The depicted device was implanted in a patient and secured with a statlock stabilization device. Clear liquid was observed which appeared to be emanating from the catheter between the two-piece connector and the statlock. The catheter appeared to exhibit deformation in the vicinity of the leak. While catheter damage and leakage appeared to be evident in the submitted photograph, inspection of that photograph was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include sharp instrument contact, tensile (pulling) damage and flexural fatigue. A lot history review (lhr) of recv1511 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the PICC line was placed in the operating theater on (B)(6) 2019. The dressing of the PICC line had been redone on (B)(6) 2019 in the morning, no problem noted at that time, except that the catheter was already twisted, the nurse having put it back in place during the repair of the dressing. The repair of the dressing was performed on (B)(6) 2019 because of wet dressing. During the repair of the dressing, the nurse noticed that the PICC line was pierced on the exteriorized part and that liquid (corresponding to the solution being infused: vein guard (glucidion) speed 5cc / h on a pump) was coming out of the PICC line. The fins were not attached to the skin, the PICC-line was "twisted" on itself when the nurse removed the dressing, which could weaken it and therefore cause sectioning. There were no clinical consequences for the patient.